Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks due to change in morphology. The device was reprogrammed for optimization, but additional shocks were delivered. Stress testing, x-ray, and programming options were all discussed. It was noted the patient has cancer and no stress testing would be done at the time. Approximately three weeks later, the s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator system. No additional adverse patient effects were reported.